Manufacturer narrative:
We checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, we confirmed that the control body fluid damage, the root brace rubber perforated, the light guide cable for control body crushed, the angle wire hard to move, the insertion flexible tube (ift) perforated under the root brace, and the angle wire snapped/cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).